Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
T. Taechariyakul, f.s. Keller, y. Jahangiri. Endovascular treatment of tracheoinnominate artery fistula: case report and literature review with pooled cohort analysis. Semin thorac cardiovasc surg, 32 (2020), pp. 77-84. Https://doi.org/10.1053/j.semtcvs.2019.08.006.

Event description:
This information was received through literature article "endovascular treatment of tracheoinnominate artery fistula: case report and literature review with pooled cohort analysis" published online in seminars in thoracic and cardiovascular surgery, 16 august 2019. The article reports a case of successful endovascular treatment oftracheoinnominate artery fistula via viabahn stent-graft placement in the innominate artery of a (B)(6) year old boy with gorham¿s disease. Four months post implant the patient presented with a recurrent massive tracheal hemorrhage. The stent graft was patent with some neointimal hyperplasia along the posteromedial aspect of the stent-graft origin with a flow-limiting effect. The viabahn was realigned with a palkmaz genesis (cordis) stent. Final arteriogram demonstrated an improved focal filling defect at the origin with improvement in flow-limiting characteristics to the right common carotid artery. The bleeding resolved after the procedure without determination of the origin. No procedure related complications were observed on follow-up. The patient passed away 6 months later due to complication of gorham¿s disease. T. Taechariyakul, f.s. Keller, y. Jahangiri. Endovascular treatment of tracheoinnominate artery fistula: case report and literature review with pooled cohort analysis. Semin thorac cardiovasc surg, 32 (2020), pp. 77-84. Https://doi.org/10.1053/j.semtcvs.2019.08.006.